Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the screen no longer illuminated. Customer's blood glucose level was not impacted. It was confirmed that the customer has manual injections available as alternate insulin therapy.